Event description:
It has been reported to philips that while on calls and during morning checks, the monitor has reset and created new patients while in active use. I did not see any screen damage, as there is a button to keep the monitor on and switch/ create new patients, but it was never pushed during the incidents. This happened twice to two different personnel.